Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother emailed to report that the retainer ring that holds the reservoir in place has fallen off. Customer's blood glucose was unknown at the time of the incident. The customer does not recall any significant events leading to the damage. No further details were given. Customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.